Event description:
It has been reported to philips that there was no fluoroscopy on the allura xper fd20 system. The system was indicated to have been down and the patient was required to be moved to another room to complete the procedure. Upon evaluation, it was determined that there was no communication with the flat detector and that the fd unit and tube cover and sensor components required replacement to return the device back to functionality. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that system generated ¿no x-ray¿. Review of the system log file showed that flat detector controller did not respond. Upon trouble shooting, fse confirmed the malfunctioning in power supply for this flat detector. The philips engineer replaced tube cover+ sensor and power supply flat detector unit. After replacement of parts, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.